Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is currently unavailable. Investigation summary: pending follow-up. The complaint device is not being returned, it was implanted in the patient, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (7l27311), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on an unknown date, it was observed that the suture on the 4.5hlx adv pk anc-dyna str/bl device broke and was left implanted in the patient. A new hole was made for another like device to complete the procedure with a delay of five minutes. There were no adverse patient consequences reported. No additional information was provided.